Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro, and the patient experienced cardiac tamponade that required medication and intensive care unit (ICU) admission. Then, it was reported that during ablation with a qdot micro catheter in the left atrium, irrigation was not adjusted and ablation was stopped by the ngen generator because the temperature exceeded beyond cut off. The issue was resolved by replacing the catheter with another new one. The temperature cut off value was 55 degrees celsius. The ablation was not conducted beyond the temperature cut-off value. The ablation could be stopped by pressing the stop button or foot pedal release. It was also reported that at the end of the procedure it was confirmed that the patient's blood pressure decreased in the 60s. Effusion was confirmed by echocardiography. Medication of protamine and nitroglycerin were administered. The patient's blood pressure got back to normal status after about 20 minutes and the patient was returned to the ICU. Drainage was not performed. Patient required extended hospitalization. Patient fully recovered, however, required extended hospitalization (patient was discharged from the hospital 4 days after the procedure). The physician's opinion on the cause of the adverse event is that it was procedure related. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31453067l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro, and the patient experienced cardiac tamponade that required medication and intensive care unit (ICU) admission. First it was reported by the physician that during mapping with the optrell, the deflection was not working. The issue was resolved by replacing the catheter with another new one. Then, it was reported that during ablation with a qdot micro catheter in the left atrium, irrigation was not adjusted and ablation was stopped by the ngen generator because the temperature exceeded beyond cut off. The issue was resolved by replacing the catheter with another new one. The temperature cut off value was 55 degrees celsius. The ablation was not conducted beyond the temperature cut-off value. The ablation could be stopped by pressing the stop button or foot pedal release. It was also reported that at the end of the procedure it was confirmed that the patient's blood pressure decreased in the 60s. Effusion was confirmed by echocardiography. Medication of protamine and nitroglycerin were administered. The patient's blood pressure got back to normal status after about 20 minutes and the patient was returned to the ICU. Drainage was not performed. Patient required extended hospitalization. Patient fully recovered, however, required extended hospitalization (patient was discharged from the hospital 4 days after the procedure). The physician's opinion on the cause of the adverse event is that it was procedure related. There were no issues with flow rate change at the start of ablation. Irrigation was being performed. Activated clotting time (act) was 300. There was no evidence of steam pop. The customer's reported deflection issue with the optrell catheter is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote.